Event description:
It was reported to philips that the device alarms when it is plugged in. The device does not alarm when it's run on the battery. There was no reported patient involvement/adverse patient impact.